Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A remote service engineer (rse) examined the system remotely and confirmed system stuck at 00:00. Rse identified that issue is related to flex vision pc. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot, it froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.